Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mmx3.50mm, wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6 atmospheres within 10 seconds. The device was removed using the normal method without any problem. The procedure was completed with another a different device. There were no complications reported, and the patient was in good condition post procedure.